Event description:
This case is cross referred with the cases (B)(4) (cluster- same reporter). This unsolicited case from united states was received on 30-nov-2017 from a health care professional (nurse/ director of orthopedic). This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency experienced pain. Also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication: not provided, batch/lot number: 7rsl021 and expiration date: 31-may-2020). On an unknown date in (B)(6) 2017, after unknown latency, patient experienced pain. Ultrasound of knee was performed and methylprednisolone (medrol) dose pack was provided. This was the first time this patient had the product injection. Corrective treatment: methylprednisolone for pain; not reported for device malfunction. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both events. Follow up information was received on 29-nov-2017. Expiration date updated. Text was amended accordingly. Additional information was received on 30-nov-2017. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain. The treatment dates for device are unknown and therefore a temporal relationship cannot be established. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4) (cluster- same reporter). This unsolicited case from united states was received on 30-nov-2017 from a health care professional (nurse/ director of orthopedic). This case concerns a female patient (age not provided) who received treatment with synvisc one injection and after unknown latency experienced pain. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication: not provided, batch/lot number: 7rsl021 and expiration date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency, patient experienced pain. Ultrasound of knee was performed and methylprednisolone (medrol) dose pack was provided. This was the first time this patient had the product injection. Corrective treatment: methylprednisolone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.